Event description:
This case was initially received via regulatory authority (reference number: mw5075630) on 26-mar-2018. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a nurse and describes the occurrence of device breakage ("essure coil broke at time of insertion (right side)") in a (B)(6) female patient who had essure (batch no. He0135u) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure difficult to insert/ unable to insert". On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("essure coil broke at time of insertion (right side) / patient without 2 essure implant"). The patient was treated with surgery (hysteroscopy + laparoscopic bilateral tubal coagulation). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: the essure coil broke at time of insertion. The device right side was not placed - attempted. The patient left the office /hospital without 2 essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: attempted tubal occlusion essure r and l tube laparoscopy - on an unknown date: bilateral tubal coagulation. Most recent follow-up information incorporated above includes: on 25-jun-2018: hcp letter received: patient's dob added. Event term updated from "essure coil broke at time of insertion" to "essure coil broke at time of insertion (right side)". New event added: "essure difficult to insert/ unable to insert". Reporter causality comment updated with "the device right side was not placed - attempted. The patient left the office /hospital without 2 essure implanted". It was also confirmed that a laparoscopic bilateral tubal coagulation was performed incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5075630) on 26-mar-2018. The most recent information was received on 18-sep-2018. This spontaneous case was reported by a nurse and describes the occurrence of device breakage ("essure coil broke at time of insertion (right side)") in a 24-year-old female patient who had essure (batch no. He0135u) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure difficult to insert/ unable to insert". On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("essure coil broke at time of insertion (right side) / patient without 2 essure implant"). The patient was treated with surgery (hysteroscopy + laparoscopic bilateral tubal coagulation). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: the essure coil broke at time of insertion. The device right side was not placed - attempted. The patient left the office /hospital without 2 essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: attempted tubal occlusion essure r and l tube. Laparoscopy - on an unknown date: bilateral tubal coagulation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.